Manufacturer narrative:
The device was not returned to edwards as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Follow up attempts are currently in progress to obtain further information. Should new information becomes available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a second device, a 23mm bioprosthetic valve, was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was eight (8) years, three (3) months, twenty six(26) days. The reason for reoperation was unknown and both devices remain implanted.